Event description:
New information received notes that the left ventricular lead was explanted on (B)(6) 2017.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in emergency room for diaphragmatic stimulation. A chest x-ray confirmed left ventricular lead dislodgement. The lead was programmed off and the symptoms subsided. There were episodes of non-sustained right ventricular oversensing; due to lead dislodgement. The patient underwent a lead revision on (B)(6) 2017. The patient was stable post procedure.